Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and determined the impendence has reached measurements of greater than 3000 ohms and had been increasing over the last months. The rv lead is a non boston scientific product. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and determined the impendence has reached intermittent high out of range measurements greater than 3000 ohms over the last months. The rv lead is a non boston scientific product. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that the device that this crt-d was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.